Event description:
It was reported that during meniscal repair, the first anchor deployed normally but when making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device went down without resistance and did not deploy the second anchor. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needles or were returned for examination. Visual assessment of the device shows the needle is dramatically bent. Device could not be functionally tested due to the bent needle.